Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This device was replaced due to eri after being implanted one year and six months. There are no adverse events reported for this patient. The hospital retained this device. Should additional information become available this file will be updated.